Event description:
A system operator reports one patient with diplopia and unclear vision, following lasik refractive surgery. Patient records indicated at three months post-op, this patient was slightly overcorrected in both eyes, +1.75 diopters in the right eye and +.75 diopters in the left. The patient stated she was experiencing double vision, ghosting and halos.

Manufacturer narrative:
A device database performance report was conducted on this system and the analysis determined the laser performance factors analyzed were operating within specifications during the patient's surgery.